Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted

Event description:
It was reported that there was a sacrocolpopexy in 2003 and 2007. There was vaginal mesh exposure and bowel perforation requiring small bowel resection.